Event description:
The complainant reported, that the tip of the guide wire was found to be stretched upon removal, following the placement of a catheter for a pericardiocentesis procedure. The catheter was safely placed and there was no harm or injury to the pt.

Manufacturer narrative:
Conclusions: the suspect device has been returned to merit for eval. A follow-up report will be submitted when the investigation is complete.